Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('heavy bleeding during menstruation (menorrhagia)') in a 32-year-old female patient who had essure (batch no. 628194) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included levothyroxine sodium (euthyrox) for hypothyroidism. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), abdominal pain lower ("cramps"), vaginal discharge ("discharge"), headache ("headache"), iron deficiency ("iron deficiency"), fatigue ("terribly tired"), palpitations ("palpitations"), dizziness ("dizziness"), breast pain ("sore breasts"), anxiety ("anxiety") and panic attack ("panic attacks"). On an unknown date, the patient experienced hypertension ("high blood pressure"). The patient was treated with surgery (removal of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the heavy menstrual bleeding, abdominal pain lower, vaginal discharge, headache, iron deficiency, fatigue, palpitations, dizziness, hypertension, breast pain, anxiety and panic attack had not resolved. The reporter provided no causality assessment for abdominal pain lower, anxiety, breast pain, dizziness, fatigue, headache, heavy menstrual bleeding, iron deficiency, palpitations, panic attack and vaginal discharge with essure. The reporter considered hypertension to be unrelated to essure. The reporter commented: events had not yet resolved. Hypertension was reported to be probably related to age. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 2-jul-2021: quality safety evaluation of product technical complaint (ptc). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('heavy bleeding during menstruation (menorrhagia)') in a 32-year-old female patient who had essure (batch no. 628194) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included levothyroxine sodium (euthyrox) for hypothyroidism. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), fatigue ("terribly tired"), iron deficiency ("iron deficiency"), muscle spasms ("cramps"), vaginal discharge ("discharge"), breast pain ("sore breasts"), headache ("headache"), dizziness ("dizziness"), anxiety ("anxiety"), panic attack ("panic attacks") and palpitations ("palpitations"). On an unknown date, the patient experienced hypertension ("high blood pressure"). The patient was treated with surgery (remotion of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the heavy menstrual bleeding, fatigue, iron deficiency, muscle spasms, vaginal discharge, breast pain, headache, dizziness, anxiety, panic attack, palpitations and hypertension had not resolved. The reporter provided no causality assessment for anxiety, breast pain, dizziness, fatigue, headache, heavy menstrual bleeding, iron deficiency, muscle spasms, palpitations, panic attack and vaginal discharge with essure. The reporter considered hypertension to be unrelated to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-jun-2021: the patient´s initials was updated, patient´s date of birth, essure´s indication essure´s lot number and essure´s atop date were added. New adverse events provided: terribly tired, menorrhagia, iron deficiency, cramps, discharge, sore breasts, headache, dizziness, anxiety, panic attacks and palpitations. The adverse event medical device removal was deleted and added as a non-drug treatment of menorrhagia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.